Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite troubleshooting as a 1104 "backup alarm failed" alarm error occurred. A field service engineer (fse) was dispatched onsite to evaluate and repair the device, and upon arrival, the fse found that the replacement central processing unit (cpu) printed circuit board assembly (pcba), power management (pm) pcba, and motor controller (mc) pcba needed to be ordered to remedy the issue. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Per the good faith effort (gfe) response received, the 1104 "backup alarm failed" alarm error occurred at power-on self-test (post). The field service engineer (fse) ultimately replaced the central processing unit (cpu) processing circuit board assembly (pcba), after which the issue was resolved; the 1104 "backup alarm failed" alarm error did not reappear. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.